Event description:
Reporter indicated that vns pt experienced a miscarriage during first trimester. It was reported that the pt had been under considerable stress regarding the recent unexpected death of family member. Neurologist indicated that the relationship between the vns and the reported event was unknown. The pt is anticipating recurrent attempts at pregnancy. Investigation to date has been unable to determine whether the miscarriage was related to the vns therapy system.